Event description:
As reported, during an unspecified procedure, the bard/davol capsure straight fixation device was used to fixate an unknown mesh. It was reported that on (B)(6) 2022, the postoperative x-ray revealed that the fastener was remaining in the abdominal cavity. It was further reported that if the fastener remains in the abdominal cavity, it will be removed by reoperation.

Manufacturer narrative:
As reported, the bard/davol capsure straight fasteners remained inside the abdominal cavity. The subject device is not available for evaluation and the fastener remains in vivo. Based on the information available no conclusion can be made as to why a loose fastener presented within the abdominal cavity. No lot number has been provided; therefore a review of the manufacturing records could not be conducted. The instructions-for-use (IFU) supplied with the device states, "loose fasteners should be retrieved from the abdominal or other cavities if possible. Dispose of loose fasteners in accordance with any local and federal laws regarding sharps disposal requirements". Not returned.